Event description:
It was reported that during use the syringe would not draw medication and needle was loose in the hub and caused leakage with a bd syringe 3ml ll w/ndl 23x1 rb tw. The following information was provided by the initial reporter: it was reported that a syringe would not draw back any air or liquid. It was reported that there was a leak between syringe and needle due to loose needle connection.

Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the syringe would not draw medication and needle was loose in the hub and caused leakage with a bd syringe 3ml ll w/ndl 23x1 rb tw. The following information was provided by the initial reporter: it was reported that a syringe would not draw back any air or liquid. It was reported that there was a leak between syringe and needle due to loose needle connection.